Event description:
It was reported that the t:slim x2 pump battery would not charge, leading to a pump shutdown and an inability to turn it back on. This caused the customer's blood glucose level to display as "high," without a specific value known. To address the high glucose level, the customer used a correction injection via multiple daily injections without requiring third-party assistance. Technical support resolved the issue by sending a replacement pump and instructing the customer on procedures for returning the faulty device.